Event description:
The customer reported rusted distal end involving an olympus cysto-nephro videoscope. The customer suspected that the cause of the rusted distal end was due to water intrusion or damage. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.